Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. Lead s/n (B)(4): the lead extension's silicone boot was torn between the connector block and contact #8. There was no presence of blood at the damaged section of the connector. Additionally, the lead body was cleanly cut and the proximal section that has the lead extension serial number was not returned. Review of the device history record revealed no anomalies. Lead s/n (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the permanent implant procedure, the patient's lead extensions were explanted due to a fracture with exposed wires on one of the lead extensions.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm.

Event description:
A report was received that during the permanent implant procedure, the patient's lead extensions were explanted due to a fracture with exposed wires on one of the lead extensions.